Manufacturer narrative:
In this case draeger tech support was involved and provided troubleshooting to the customer. The found log enties "motor stalled" and "motor slow" indicated an issue with the ventilator motor. The fabius gs was manufactured in june 2008, so it can be assumed that the motor also dates from this year. Accordingly, the device and motor have been in use for more than 17 years. Investigation of earlier similar cases had revealed that abrasion of the collector disc occurring after long-term use had resulted in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The device monitors the speed, rotation angle and other performance parameter of the motor continuously. Any speed fluctuations or other deviations may result in a divergence between expected piston position and the real hub that has been performed. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. In case automatic ventilation is shut-down manual ventilation and monitoring functions remain available. The customer was contacted for an update but no response was received. Therefore, it is not known if the ventilator motor was replaced as recommended and if the issue was solved. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the unit had a ventilator failure during use. No injury reported.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the unit had a ventilator failure during use. No injury reported.